Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site during the service call. The system was tested and found to be working as intended and put back into service.